Event description:
The patient side manipulator (psm) arm 2 was returned to intuitive surgiical inc. (Isi) for a brake test 23022 error message on axis 2. There was patient involvement. The psm is an instrument arm located on the patientside cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no allegation of patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The patient side manipulators (psm) arm 2 was returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house brake weighted drop test for axis-2. The axis-2 brakes was replaced to correct the problem. The newest brakes, shaft gear and bearings were installed to upgrade the psm. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.